Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test and it received compromised force sensor system alarms at 4.0lbs due to a faulty force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she changed her infusion set this morning and insulin shot out of the end of the tubing. Customer stated that it shot out and then it started giving her numbers. Customer's blood glucose was 352 mg/dl. Customer treated with the pump. Customer stated that insulin is squirting out during the manual prime process. Customer stated that the drive support cap appears normal. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.